Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle detached from the thread. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify how many devices in total (both packages) present the pull off suture needle? 14. What was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? During passage through tissue. Note: related events reported via 2210968-2022-09276, 2210968-2022-09277, 2210968-2022-09278, 2210968-2022-09279, 2210968-2022-09280, 2210968-2022-09282, 2210968-2022-09283, 2210968-2022-09284, 2210968-2022-09285, 2210968-2022-09286, 2210968-2022-09287, 2210968-2022-09288, 2210968-2022-09289.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2022 additional information: d9, h3 the following information was requested: our failure analysis lab received the additional products with reference to this complaint, the following product was received: - product code: vcp434h - product lot #: shmjpl 1. Could you please clarify if additional device belongs to this complaint? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. The following information was received: product code vcp434h doesn't match with any complaint opened by the facility and it is not a product code used by the facility, so it is not possible that they shipped it by mistake. A device has been received for product code j318h lot sjbbslt0, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A device has been received for product code vcp434h lot shmjpl, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form under 2210968-2022-08854. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events reported via 2210968-2022-09276, 2210968-2022-09277, 2210968-2022-09278, 2210968-2022-09279, 2210968-2022-09280, 2210968-2022-09282, 2210968-2022-09283, 2210968-2022-09284, 2210968-2022-09285, 2210968-2022-09286, 2210968-2022-09287, 2210968-2022-09288, 2210968-2022-09289.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/3/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one open box with twenty-two unopened samples that pertain to the product code j318h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.